Event description:
While taking off shirt, the freestyle libre sensor came off my arm. This is the fourth time this has happened this year. Typically, the sensor will not accidentally come off unless I have sweated a lot. I have caught them on the edge of an opening before and they remained on my arm. FDA safety report ID # (B)(4).